Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#1064141 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the labels were not adhering to the tube with a bd vacutainer® sst¿ blood collection tubes the following information was provided by the initial reporter: - it was reported tube labels were not adhering to the tube. Customer stated, she had no specific date of occurrence nor did she know how many tubes were affected. Additionally, she stated there was another lot #9024639 of the same product that was experiencing the same label issue. It was verified that unused products are available for investigation.

Manufacturer narrative:
Date of event: unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9024638; medical device expiration date: 2020-01-31; device manufacture date: 2019-01-24; medical device lot #: 9024639; medical device expiration date: 2020-01-31; device manufacture date: 2019-01-24." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels were not adhering to the tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported tube labels were not adhering to the tube. Customer stated, she had no specific date of occurrence nor did she know how many tubes were affected. Additionally, she stated there was another lot #9024639 of the same product that was experiencing the same label issue. It was verified that unused products are available for investigation.